Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 an unknown error occurred. No additional event or patient information is available. Data was provided for investigation. Signal loss lasting longer than one hour was observed. The confirmation of the complaint is confirmed. The probable cause was no communication between the transmitter and the device.